Event description:
Customer reported that when the nurse was in the process of converting the orth-evac to reinfuse blood into the pt, the top of the orth-evac separated from the drainage chamber. About 100 cc's of blood was lost. There was no pt harm.

Manufacturer narrative:
The manufacturing facility is still evaluating product. A follow up report will be filed at completion of evaluation.